Event description:
In 2008, boston scientific corporation was informed that during an esophagogastroduodenoscopy, the resolution clip device clip would not exit the catheter. The procedure was completed using another of the same device without any patient complications.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.